Event description:
In 2008, the pt reported that "77" was displayed on the screen of her infusion device. She stated that her power pack had been in use for over 2 weeks. She was aware of the power pack recall and stated she may have used a recalled power pack. She was not able to read the lot number or expiration date. She inserted a new power pack and the infusion device functioned properly. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.